Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this pacemaker was unable to get their heart rate up to the maximum sensor rate during certain physician exercises. Oversensing of noise was also observed when the patient was brought in for testing. No changes have been made and the pacemaker remains in service. No adverse patient effects were reported.